Event description:
Healthcare professional reported left side "rupture," MRI confirmed, "peri-implant effusion," and "cystic lesion with synovial metaplasia." Device has been explanted. Also reported "unknown thyroiditis" which was determined not to be device related.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: missing shell, flat creases, red particles material was found on the shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported left side "rupture," MRI confirmed, "peri-implant effusion," and "cystic lesion with synovial metaplasia." Device has been explanted. Also reported "unknown thyroiditis" which was determined not to be device related.